Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) has requested information on the serial number, device status and any potentially affected patients. No additional information has been received at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
The serial number of the device was provided: (B)(4). Since the serial number was provided, the device manufacture date could be determined: 27.06.2012. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The lab test report confirming about the contamination was provided. M. Chimaera was confirmed. Other bacterias were also identified in the device sampled water: m. Chelonae and m.mucogenicum. From a follow-up communication, livanova (B)(4) learned that the maintenance protocol in use was the one which was recommended by livanova (B)(4), and that the device was positioned within the operation theater during use. It was stated furthermore that the air exhaust was directed to the opposite side of the operation theater with an estimated distance of approximately 1,5 - 2 meters to the surgery field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this type of issue. Device not returned.